Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was displaying a ¿failed storage space¿ message. The customer attempted to recover the failed drawer, but it continued to indicate that maintenance was required. The customer also tried rebooting the device, but the issue persisted. The station was then shut down by unplugging the power cord from the back of the unit and leaving it powered off for 2¿5 minutes. After reconnecting the power cord and turning the station back on, the drawer was checked and another recovery attempt was made; however, the drawer still failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space failed. The field service engineer (fse) found that drawer 7, an enhanced full-height cubie drawer on the auxiliary had failed. The drawer was not sensing the closed position. The drawer already had the new inseparable installed, and the magnet was in place. It was discovered that the latch sensor had not been hooked into the latch catch; the sensor was protruding too far and was not detecting the magnet. The latch catch was replaced. The light-emitting diode on the module controller then indicated that the drawer was being correctly recognized as open or closed. The customer recovered the failed drawer, and a proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.